Event description:
The facility reported to baxter service an infusion pump for preventive maintenance (pm). During service, failure code 570:320:844:0000 was found in the event history. No additional information or contact was provided.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05, 2007. Evaluation summary:evaluation was performed and the condition of failure code 570:320:844:0000 was confirmed. Inspection of the pump revealed depleted main batteries with 11 discharges below alarm threshold caused failure code 570:320:844:0000. The main batteries were replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.